Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer had an over-delivery on the insulin pump when the reservoir was low. Blood glucose reading was unknown. Troubleshooting was not performed on the insulin pump. The insulin pump will not be returned for analysis.